Manufacturer narrative:
The device has been returned for and the investigation is in progress. Patient is reported to be fine. However, osseointegration issue is a well known inherent risk of the procedure. The current information is insufficient to provide any conclusion as to cause of the event. More results will be available upon completion of the investigation.

Event description:
The doctor reported that the implant failed to osseointegrate. The doctor had bone grafted material to improve ridge form a few months prior. Upon follow up, it was clarified that the implant did not fail to osseointegrate. The patient experienced a trauma injury to the mouth a few months prior to implant placement, and received a bone graft to improve the ridge. The patient had the implant placed on (B)(6) 2016. After placement, the doctor noticed granulated tissue and attempted to clean it. During the cleaning procedure, the doctor observed that the implant was getting more exposed. The doctor then elected to remove the implant and to regraft the patient's low bone density on (B)(6) 2016. No abnormalities were observed with the implant and the patient has been stated as "doing really fine" and is stated to be healing well.